Manufacturer narrative:
Correction: code for over-sensing in the initial report should be removed.

Manufacturer narrative:
Di not available as product was manufactured on or before september 23, 2014. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented at a follow-up in-clinic, loss of capture was observed on the right ventricular lead. An alert for non-sustained ventricular over-sensing was also observed. Programming changes were made and there are no patient consequences. Lead replacement was discussed and the patient will be monitored in the meantime.

Event description:
New information received notes that the right ventricular lead was explanted and replaced on (B)(6) 2019. The patient was stable before, during, and after the procedure.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient presented at a follow-up in-clinic, loss of capture was observed on the right ventricular lead. An alert for non-sustained ventricular over-sensing was also observed due to the loss of capture. Programming changes were made and there are no patient consequences. Lead replacement was discussed and the patient will be monitored in the meantime.